Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred when the cartridge had 3 units remaining. The user's blood glucose level was 97 mg/dl. Reportedly, a new cartridge was loaded and insulin delivery was resumed.